Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip of oscilating head screw driver snapped off.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a trident driver shaft was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Tip of oscilating head screw driver snapped off.